Event description:
(1 of 3) it was reported during surgery that after the surgeon finished inserting the screws an attempt was made to replace some screws when the driver's tip broke. The broken pieces embedded in the screw head were reported as removed, but additional information provided indicated its possible broken fragments may remain in the patient's body. The surgery was completed after a 20-30-minute delay. No other patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00762.

Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the two reported t8 stick fit hexalobe driver (part number 80-0759, batch numbers 555893 and 582977) were not returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were found. A follow-up will be submitted at the time of the product's return and evaluation.

Manufacturer narrative:
The two reported t8 stick fit hexalobe drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe drivers (part number 80-0759, batch numbers 555893 and 582977) were examined visually under magnification. One driver (batch number 55893) showed a tip broken off at an uneven angle. This could be an indication of off-axis loading. The other driver (batch number 582977) has a twisted tip showing signs of ductility. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243.